Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritoneal cloudy effluent and abdominal pain. The cause of the events were not reported. It was reported the patient was advised to be "hospitalized"; however, it was not reported if the patient was hospitalized for the event. Treatment for the events was not reported. Action taken with pd therapy and the patient outcome were not reported. No additional information is available.